Event description:
It was reported by a company's sales representative that a patient who initially implanted in 2006 requires a revision procedure due to the breakage of tibial component.

Manufacturer narrative:
The return of the explanted device has been requested by the manufacturer. A revision surgery was carried out on (B)(6) 2014 with no incident reported. Additional implant specific information has been requested from the healthcare facility. The investigation is on-going and a supplemental report will be submitted.

Manufacturer narrative:
The explanted device was returned to stanmore implants for testing and investigation. An investigation was conducted by an external consultant from bath university. This device evaluation concluded the following: the fracture of the hinge plate showed no evidence of a manufacturing defect. The failure was observed to be typical of a brittle fracture of a casting, subjected to an overload. The source of failure was at the junction of the stem with the hinge base plate. The investigation of the explanted device also noted that a significant contributory factor associated with this event is the increase in the patient's height and weight since the time of the original surgery in 2006, I. E., the patient had grown from (B)(6), and his weight increased from (B)(6). The implant stem length was 105 mm which is consistent with the sizing associated with a "small knee". X-rays confirm that the implant size to have been appropriate for the patient's knee size and anatomy. However, the fact that the patient had grown by 18 cm, a proportion of this growth would have been in the healthy leg and, as there would be no growth around the operated knee, a leg length discrepancy would be expected. As such, this could generate unusual axial and/or torsional forces in the knee during gait due to an unusual swing phase, heel to toe strike action or any other activity when compared to a limb with no leg length discrepancy. It should also be noted that the patient's normal activities included skiing. Skiing will have contributed to the failure in some way as the loads going through the knee can be extreme during this type of activity, especially when coupled with any leg length discrepancy. It should also be noted that the patient warnings section on page 13 of qf243, version 2, instructions for use states, "minimise excessive activity, which may lead to premature loosening, dislocation, decoupling of modular components or fracture of the metal components or adjacent bone". Thus patient's activity level was inconsistent with the instructions for use. The explant evaluation concluded that the implant was subjected to abnormally high forces sufficient to cause the fracture of the base of the hinge plate as a result of the patient's increased height and weight at the time of the failure, the likelihood of a leg discrepancy and reported activity level. The reported complaint was confirmed. The tibial hinge component fracture can be attributed to the implant being subjected to abnormally high forces, sufficient to cause the fracture of the base of the hinge plate, due to the patient's increased height and weight; the likelihood of a leg length discrepancy and his activity level. The complaint will be tracked and trended.

Event description:
This is a supplemental report to MDR 3004105610-2015-0003. (B)(4).